Manufacturer narrative:
The vocsn device itself was not returned to ventec for evaluation; however, the broken patient circuit was. Ventec evaluated the broken patient circuit and confirmed the reported issue, observing that the patient circuit had separated where the cuff meets the connector. Ventec determined that the cause of the broken patient circuit was insufficient adhesive where the cuff meets the connector. This MDR has been reassessed as reportable after conducting a retrospective review of prior complaint records. As this has been reassessed, it will appear to be a late MDR.

Event description:
It was reported to ventec that the adult, passive, with o2 patient circuit was broken. There was patient involvement associated with the reported event; however, there were no reports of patient harm as a result of the reported issue. No further details about the patient or the event were provided. Additionally, information for the vocsn device was not provided by the reporter. As a result, serial number is "unknown" and (device manufacturing date) shall be left blank.